Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was able to confirm the broken ECG cable connector and replaced it . The ECG functions properly using a trainer. The stm completed all safety, functionality and calibration checks. All tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a broken ECG cable connector. There was no patient involvement, and no adverse event reported.